Event description:
The manufacturer received information from a customer that a ventilator inoperative condition occurred. There was no report of patient harm or injury. The trilogy evo ventilator was returned to the manufacturer service center for evaluation and is pending the outcome of the investigation. If any additional information is received, a follow-up report will be filed.